Event description:
In late 2008, the patient was treated on the right lower limb of the great saphenous vein. A burn was noted and an excision, and a subcutaneous stitch was done to treat the affected area.

Manufacturer narrative:
Doctor stated the skin burn is procedure related, and that the device performed as intended.